Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 252mg/dl. The customer was assisted with troubleshoot. The customer reported the presence of motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced with a continuation of therapy pump. Nothing is being returned at this time.

Manufacturer narrative:
The insulin pump monitored for several days and no unexpected faded display noted. The insulin pump passed the self-test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.